Manufacturer narrative:
Journal article: comparison of angioscopic findings among second-generation drug-eluting stents http://dx.doi.org/10.1016/j.jjcc.2016.11.012 0914-5087/ _ 2016 japanese college of cardiology. 2016 japanese college of cardiology. Published by elsevier ltd. All rights reserved. Average age of patients a3: majority gender of patients. Date of publication.

Event description:
The aim of the study was to compare the difference in angioscopic findings among second generation drug eluting stents via a single center observational study, 1 year after stent implantation. It was reported that resolute integrity was implanted in 198 lesions and follow up angioscopy was performed in 46 patients without re-intervention before the follow up. It was reported that 8 patients had in stent restenosis at the follow up and were excluded from the study as the focus of the study was on clarification of angioscopic characteristics of the stented lesions in the patient without early stent failure before one year follow up. The present analysis as per the journal article included 41 patients with resolute integrity. The target vessel treated were lmt, lad , lcx and rca. Thrombus was detected in 13 patients: 2 patients with n-bes, 8 patients with x-ees, and 3 patients with r-zes. The prevalence of thrombus (n-bes, 8.0%; x-ees, 8.4%; r-zes, 7.3%; p = 1.0) was not different among the stents. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.